Event description:
It was reported, "patient's husband called to report that patient received a ceramic/ceramic hip in 2004. Experienced discomfort from the beginning. Popping noise began approximately 18 months after surgery. First with a single pop, then double, then triple.

Manufacturer narrative:
Information had been requested. Patient will not sign a release form. It is difficult to determine the cause of this specific event with the limited information provided to us. The explanted device, patient records including operative reports, office notes and pre-and post-operative x-rays of full pelvis, including a/p and standing lateral views, would provide useful information in evaluating this event and determining a probable root cause. Should this information become available to us, we will reopen this investigation report and perform a complete evaluation.